Manufacturer narrative:
PMA/510(k): na. This product is manufactured in the u.s. But not marketed in the u.s. No additional similar complaint type events within associated lots were found. (B)(4). This is a resubmission of the initial MDR per FDA request.

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens -12.5 diopter, in the patient's right eye (od) on (B)(6) 2016. The lens was explanted on (B)(6) 2016 due to a lens tear/break during the injection/delivery into the eye. The lens was exchanged for an identical lens with the same diopter. The patient's post-op best corrected visual acuity was 20/20.